Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the insulin gauge displayed multiple inaccurate fill estimates across multiple cartridges. Customer¿s blood glucose reached 123 mg/dl. It was also reported that the pump shut off unexpectedly, however the customer declined troubleshooting. Additionally, the customer reported having difficulty interacting with the touch screen but declined troubleshooting. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue and the alleged touchscreen issue could not be verified. Additionally, the alleged unexpected shutdown issue was verified.